Manufacturer narrative:
.

Event description:
A report was received that the patient had an infection at the battery site. The patient had been on antibiotics for four months in order to clear the infection from the implant site. It was believed that the source of the infection was the battery site. The patient will undergo either an explant of the battery or a relocation.

Manufacturer narrative:
Additional information was received that the symptom of infection was only redness at the ipg site. The physician believed that the infection was not device related but related to the implant procedure. It was reported that the patient has appeared to have cleared the infection. There will be no further course of action at this time.

Event description:
A report was received that the patient had an infection at the battery site. The patient had been on antibiotics for four months in order to clear the infection from the implant site. It was believed that the source of the infection was the battery site. The patient will undergo either an explant of the battery or a relocation.